Manufacturer narrative:
Analysis was performed by philips authorized repair facility, which included functional testing. Results of analysis indicate that no functional defects were found. The alleged defect could not be reproduced. Based on the results of the analysis, the product malfunction was unable to be confirmed. Although the nbp pump was confirmed to be functioning per specification during testing, it was indicated that the customer experienced an issue related to the pump at the time of the event, per the customer's request, the nbp assembly and frond end adapter have been replaced as a precautionary measure. The device was operational after repairs were completed. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the non-invasive blood pressure only pumps up to 60 mmhg; therefore, the measurement is incorrect. It is unknown if the device was in use at time of event, and there was no adverse event reported.